Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01354. (B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The index procedure treated a 2.3x16mm, 80% stenosed lesion of the r-pda (right posterior descending artery). Treatment consisted of predilation and placement of a 2.25x24mm (B)(4) study stent resulting in 0% residual stenosis. A non-target lesion in the 2nd om (obtuse marginal) was also treated. The 99% stenosed, 2.5x16mm lesion was treated with a 2.5x16mm taxus express2 stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented to the emergency room with diaphoresis and substernal chest pain. ECG showed first degree heart block with 3 to 4mm st elevations in leads 2, 3, and avf (augmented voltage foot). Shortly after arrival the patient became unresponsive and was intubated. Pulseless activity showed on the monitor evolved into ventricular tachycardia. The patient was treated according to advanced cardiac life support protocol, but a code was called and the patient expired. The cause of death listed on the death certificate was cardiopulmonary arrest with an underlying condition of coronary artery disease. An autopsy was not performed.